Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery and bilateral inguinal hernia repair surgery on (B)(6) 2019 during which the surgeon noted the upper portion of the mesh was encountered first. It was dissected down off the underlying muscle. The dissection was worked laterally and back towards the cord. The cord was readily identifiable. It was densely adhered to the mesh. It was reported that the patient experienced severe pain and inflammation. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 07/03/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, b7, d3.